Manufacturer narrative:
Complaint is confirmed. Performed investigation upon product return. Low battery icon observed. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported receiving an error 3 upon test strip insertion. There was no report of death, serious injury, or mistreatment.